Event description:
Initial report: this non-serious spontaneous case report was reported by a physician via a dermik medical advisor in 2009 and forwarded by our local affiliate. This case involves a female pt, treated with poly-l-lactic acid (sculptra) therapy on an unk date. No additional treatment details were provided. Relevant medical history and concomitant medication info were not mentioned. Sometime in 2008, the pt developed one almond size nodule in each cheekbone area and two nodules in the marionette lines (nos). The physician administered triamcinolone (trigon) as corrective treatment six months ago and the nodules improved and disappeared. The nodules however reappeared on an unspecified date and the event is ongoing. Action taken with poly-l-lactic acid therapy was not applicable. A ptc (pharmaceutical technical complaint) was initiated. Physician's causality assessment: possible.